Event description:
Subsequent to the initially filed report, the following information was received.reportedly, a cuff miss [suture retrieval issue] occurred. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The needle to cuff miss was observed as a suture break. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy or suture pulled until it breaks contributed to the noted suture break. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 2616 removed, 1142 added.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty interventional procedure with an 8f sheath. Reportedly, the suture came out with the knot intact [suture malposition]. An additional prostyle device was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.